Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found high battery resistance. The analysis interrogation print report indicated the patient received compounded baclofen (2000.0mcg/ml, 845.8mcg/day). The estimated elective replacement indicator (eri) was 17 months upon receipt.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received compounded baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and cerebral palsy. The pump was replaced on (B)(6) 2016 to avoid in-vivo battery depletion. The pump was returned for archive/storage (no analysis or correspondence requested). No was no patient injury and symptoms were reported. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.